Event description:
Emergency medical technicians responded to a person, described as in cardiac arrest, down for an unknown period of time and police cardiopulmonary resuscitation in progress. The device was connected to the patient and the "analyze" button pressed. According to the reporter, the device alarmed "connect electrodes" and would not analyze the patient's rhythm. The reporter stated the operator checked the device and the connections but could not clear the "connect electrodes" alarm. Paramedics arrived with a backup device and took over the scene. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending clinician's assessment of the patient's viability and the immediate availability of a back up defibrillator.